Event description:
Pt has history of colorectal cancer since 2003. Has had extensive surgeries since then with a recurrence of the colon ca in (B)(6) 2011. Pt is currently receiving chemotherapy and is two treatments short of completing cycle. Pt presented to ed on (B)(6) 2012 with fever. Admitted for acute extensive cellulitis of abdominal wall; sepsis. Blood cultures positive form port a cath site. Pt taken to operating room on (B)(6) 2012 for removal of infected port a cath. Pre op diagnosis: bacteremia. Procedure: removal of l subclavian dual lumen port a cath.